Manufacturer narrative:
The complainant was unable to provide the specific date on which the use error occurred, but stated that it had occurred during the week of (B)(6) 2017. It is not possible to identify the one (1) hour protocol in which three (3) baskets of cassettes had been processed from the instrument logs. Evaluation of the instrument logs confirmed that the instrument is configured to a two (2) basket fill level; showed that no processing run(s) executed between 10 and 15 april 2017 comprised more than (B)(4) cassettes, requires use of a third basket for appropriate placement in the retort; and demonstrated that the instrument functioned as designed in the period between 10 and 15 april 2017. The root cause of sub-optimal tissue processing reported is a use error. Information provided by complainant indicates that three (3) baskets of cassettes had been processed using a one (1) hour protocol when the instrument had previously been configured with a two (2) basket fill level. As a consequence, the cassettes in the top basket in the retort would not have been covered by processing reagents for the entire duration of the one (1) hour protocol. The leica peloris/peloris ll user manual contains the following warning: "never place three baskets into a retort when the instrument is configured with a two basket fill level. If this occurs, reagent will not cover the top basket and tissue samples will be damaged."

Event description:
A leica biosystems representative was advised that three (3) baskets of cassettes comprising gastro-intestinal biopsy samples had been processed using a one (1) hour protocol using the instrument detailed in section d below, which had previously been configured with a two (2) basket fill level; and as a consequence the tissue samples in the top basket were not processed. The complainant also advised that all affected blocks had been carefully reviewed by the medical director; a few blocks had been re-processed and the tissue samples from all cases involved in this event were diagnosable.